Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) spoke to the patient on march 31, 2010, and was able to obtain/verify information. The patient tests his blood glucose 4 times a day. He takes sliding-scale insulin (unknown type) based on his meter readings. The patient indicated that the alleged issue started on (B) (6) 2010, at 10:00 am. The patient reported blood glucose results of "324 mg/dl" with a lifescan meter and "244 mg/dl" on a whole-blood calibrated meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. It is not clear what date/time the reported results were actually obtained. Based on the "324 mg/dl" meter reading, the patient took an unspecified dose of sliding-scale insulin. An unknown time after taking the sliding-scale insulin, the patient claimed that he developed symptoms of cold sweats and a racing heart. While feeling low, the patient was able to test his blood glucose on an unidentified device and got a result of "40 mg/dl." The patient administered self-treatment by eating food and/or drinking a beverage which helped to relieve his symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.